Event description:
The field clinical specialist (fcs) reported that 43 days post tavr with a 23mm sapien 3 ultra resilia, the patient showed severe ai with native leaflet overhang and ventricular migration. The team implanted another 23mm s3ur higher in the aortic annulus with +2cc's and upon fluro angiogram decided to post dilate with +3cc. The end result was between 90/10-100/0 depth to native annulus and trace leak. Upon follow up, the fcs advised that the tee prior to this latest procedure showed severe ai = central leak, and some pvl as well. The central leak was being caused by the native leaflet overhang. Upon medical record review, the patient presented with ongoing fatigue and shortness of breath with hemolysis and increased heart failure symptoms. Tee showed significant tubular flow of the tavr valve, significant valvular (central) and paravalvular regurgitation (pvl). Under anesthesia, the patient had a viv with a 23mm sapien 3 ultra resilia in the aortic position via right transfemoral approach. A balloon post dilation was performed. The implant was a success with trace paravalvular aortic regurgitation. No procedural complications or edwards device malfunctions were listed.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
The field clinical specialist (fcs) reported that 43 days post tavr with a 23mm sapien 3 ultra resilia, the patient showed severe ai with native leaflet overhang and ventricular migration. Today we implanted another 23mm s3ur higher in the aortic annulus with +2cc's and upon fluro angiogram decided to post dilate with +3cc. The end result was between 90/10-100/0 depth to native annulus and trace leak. Upon follow up, the fcs advised that the tee prior to this latest procedure showed severe ai = central leak, and some pvl as well. The central leak was being caused by the native leaflet overhang.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for central regurgitation was confirmed based on provided medical record. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, '43 days post tavr with a 23mm sapien 3 ultra resilia, the patient showed severe ai with native leaflet overhang and ventricular migration. The team implanted another 23mm s3ur higher in the aortic annulus with +2cc's and upon fluro angiogram decided to post dilate with +3cc.' Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. In this case, per the medical record, the thv migrated towards the ventricle. Valve migration can compromise the seal between the valve and the native annulus, which may result in paravalvular leak as reported. Thv leaflet coaptation requires sufficient blood flow back pressure. In this case, the blood flow back pressure could be decreased with the presence of paravalvular leak, which could lead to suboptimal leaflet coaptation resulting in central regurgitation as reported. Additionally, native leaflet overhang was reported in this case. Native leaflet overhang can interrupt the movement of the thv leaflets, which can also lead to suboptimal leaflet coaptation, resulting in central regurgitation as reported. As such, available information suggests that patient factors (thv migration, native leaflet overhang) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the native valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure'specific training manuals, and proctored procedures. The correct sizing, alignment, and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the migration is unknown but may be related to the pvl reported or the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the pvl is unknown but may be related to the fact that the valve was implanted deep and post dilated with +1cc for a final depth of 70/30-60/40 or the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.